Event description:
It was reported that this implantable pacemaker was received by post market quality assurance without a known reason for explant. Initial investigation noted the power level gradually increasing over time. Detailed analysis confirmed premature battery depletion due to high hydrogen induced leaky capacitors. No adverse patient effects were reported. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and initial investigation noted a failed longevity calculation. Detailed analysis confirmed premature battery depletion due to high hydrogen induced leaky capacitors.